Event description:
The pt was implanted bilaterally with saline prosthesis on 8/16/93. Subsequently the doctor noted that the patients left breast developed capsular contracture and her right breast developed a seroma and capsular contracture. No additional information regarding this occurrence is available at this time.